Event description:
Customer reported receiving a no delivery alarm on the insulin pump when changing infusion set. Customer had blood glucose readings of 142 mg/dl in the morning and 59 mg/dl at night. It was noted that changing the reservoir did resolve the issue. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.